Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with intermittent buttons due to corroded keypad traces. No frozen screens or unexpected pump resetting anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners. Device received with broken belt clip slot.(B)(4)

Event description:
Customer reported her insulin pump froze during a bolus delivery. Customer replaced the battery but the act button is not working. Customer's blood glucose is 72 mg/dl. She stated she take the device in the bathroom with her when she showers, but she removed the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.